Event description:
It was reported that an angio-seal was deployed in 2009, post percutaneous coronary intervention and stent placement. The implant date is month specific; the exact date is unk. The name of the physician or technologist who deployed the angio-seal was unk. In 2010, the pt went to see his physician, and complained of numbness and pain in the leg. The pt had a 90 percent occlusion in the femoral artery. The physician performed an angioplasty to reopen the artery and the pt was reported to be stable. The physician believes that the angio-seal anchor may have stuck to calcium or plaque in the pt's artery, which grew together, thus causing an occlusion.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states that if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio-seal pt info guide states within 60-90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal will naturally be reabsorbed by the body. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.